Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe was value not available to select when programming. The pump would not accept the dose when programming attempted to program to a ".0x rate .01724 dose." Syringe size was unknown if 3ml or 5ml. Although request, no additional details were provided. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of syringe value not accepted was not determined because no products or device logs were returned.

Event description:
It was reported that the syringe was value not available to select when programming. The pump would not accept the dose when programming attempted to program to a ".0x rate .01724 dose." Syringe size was unknown if 3ml or 5ml. Although request, no additional details were provided. There was patient involvement but no harm.